Event description:
It was reported that on (B)(6) 2019, during a surgery the cortical screw broke in hard humeral bone when advanced in on stryker power. Part of the screw was left in bone and do not have possession of the retrieved piece. The distal portion of the screw was removed. Surgery was completed successfully with a delay of 10 minutes approximately and using another screw hole. Patient outcome/status was unknown. Concomitant device reported: link - plates: trauma (part# unknown, lot# unknown, quantity# 1), unk - stryker power (part# unknown, lot# unknown, quantity # 1) and link - screws: trauma (part # unknown, lot # unknown, quantity # unknown) this complaint involves one (1) device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).